Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. However, to confirm an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
According to mother, the recipient has autism and hit his head in (B)(6) 2022. In (B)(6) 2022, the mother recognized the user was not responding to sound. Re-implantation was postponed and no new date has been provided yet.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. However, to confirm an exact root cause device investigation would be necessary. Re-implantation was carried out, but the device has not been received yet.

Event description:
According to mother, the recipient has autism and hit his head in (B)(6) 2022. In (B)(6) 2022, the mother realized the user was not responding to sound. The user was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
According to mother, the recipient has autism and hit his head in (B)(6) 2022. On (B)(6) 2022, the mother recognized the user was not responding to sound. Re-implantation is scheduled for (B)(6) 2023.